Manufacturer narrative:
Manufacturer's ref#: (B)(4). Receiver was sent to manufacturer, but the charger was discarded. Establishing if the charger could have caused the melting of the receivers was not possible to determine without the charger. Final reportability rationale: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: clinical conclusion on the case is that, even though unpleasant, risk of high temperature and burn are mitigated by extensive safety testing according to standards according to master risk list. It is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. The current information indicates need for reporting. Attached reporting decision tree support the reportability decision. Based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur or the event / incident did lead to, or might have led to, death or a serious injury. No further follow up information is expected. This is a combined intial and final report.

Event description:
Hearing aids were in charger overnight. When patient opened charger the next day, the receiver was melted inside of charger (overheated). There was no harm to patient. Approximates that the incident happened around the week of on (B)(6) 2022. Original gn charger used. Devices were replaced.